Manufacturer narrative:
Date of submission (B)(4) 2017. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: on investigation, all keypad buttons demonstrated normal response. Investigation did not duplicate the complaint. The keypad cover was intact and without damage. The keypad cover was removed for investigation and revealed moisture contamination under the contacts of the keypad buttons. Unrelated to the complaint, the battery compartment was noted to be cracked. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up arrow button under responsive. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.